Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the moderately calcified and mildly tortuous left anterior descending (lad) coronary artery. The 2.8x26 mm graftmaster covered stent could not reach the perforation due to the anatomy; therefore, the stent system was removed. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. A 2.8x16 mm graftmaster covered stent was implanted to seal the perforation. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.